Manufacturer narrative:
The customer was contacted four times, twice by email and twice by phone requesting return of the purely yours breast pump base to ameda, inc. For investigation. As of this date, customer has not responded to emails or voice mail messages.the purely yours pump base has not been returned to ameda as requested so a visual inspection and investigation could not be completed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report low suction and decreased milk output when using the purely yours breast pump. This issue resulted in breast engorgement, clogged milk ducts and eventually left breast mastitis. Mastitis was diagnosed by her health care provider on (B)(6) 2015. She was prescribed a 10 day course of oral antibiotics to treat the infection and ameda, inc. Replaced her breast pump. She reports the infection improved within 3 days.